Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a lithovue scope was attempted to be used in the kidney during a ureteroscopy procedure performed on (B)(6) 2022. During procedure, the scope was plugged into the lithovue workstation and no image appeared. Another scope was opened to test if this was an issue with the work station and them same thing happened. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.